Manufacturer narrative:
Two (2) actual samples were received for evaluation. A visual inspection with the naked eye was performed and a separation between the dark blue female connector and the light blue main body was observed. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue tip) and the main body of two (2) minicap transfer sets; further described as "the dark blue tip was coming off the transfer set." This occurred when attempting to disconnect from the cycler after peritoneal dialysis therapy. The patient went to the clinic to have the transfer set changed and to receive prophylactic antibiotics, and during the change, the separation re-occurred with the new set. The transfer set was replaced again. There was no report of patient injury or medical intervention associated with this event. No additional information is available.